Event description:
Customer reports that the shunt was placed in the pt less than a year ago and stopped working. As a result the device was revised. Pt is doing fine.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.